Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ob pharmacy staff were inventoried a full-height cubie drawer and selected a medication to inventory when the drawer failed and displayed a hardware failure message. Attempted to recover the drawer resulted on not detected on bus errors for every pocket on the drawer. The staff then performed maintenance, rebooted the system, and powered down the pyxis unit; however, the same issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had failed. The field service engineer (fse) worked with the customer remotely and over the phone. The full height cubie drawer appeared in pink in the configuration screen. The lights on the board in the back had power, but three light-emitting diodes (leds) were not illuminated. Remote verification via rss confirmed an issue with the full height drawer. The fse then replaced both the pyxis module controller (pmc) and the drawer controller board to resolve the issue. After replacement, issues were observed with the windows network adapter switching to a public network profile which resolved after reboot. The fse worked with the team to address the network configuration problem. Also, reseated connections in the back. The device was finally tested and no drawer failures upon restart. The system functioned as intended after the field service engineer repaired the device.